Event description:
The customer reported that the system foot switch was stuck in the on position. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.